Event description:
New information received notes that the patient was presented at the hospital check. Interrogation of the patient's pacemaker revealed far field r waves over-sensing causing inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue. The patient had no adverse consequences.

Event description:
It was reported that the patient pacemaker exhibited far r-wave over-sensing. No patient symptoms or intervention was reported.